Event description:
A 54-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2022. During review of an available patient medical record, on (B)(6) 2024, the patient reported that he developed a suspected pinched nerve and pain in his shoulder, related to carrying the optune gio battery pack. The patient was in physical therapy and transitioned to using a fanny pack for carrying the device. On (B)(6) 2024, the patient reported that a few months prior, due to the weight of the bag and wearing it cross-body, it caused a pinched nerve which resulted in eight weeks of physical therapy. Reportedly, the patient was doing much better and appreciated the new bag and ability to wear it on his waist. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure opinion is that a contribution of device use to the temporary impairment of the shoulder due to arthralgia cannot be ruled out. Arthralgia is an expected event with optune gio device use (ef-11 0% and 9% ef-14 optune arm).

Manufacturer narrative:
On june 18, 2024, novocure discovered that the awareness date in the initial submitted medical device report (MDR) was incorrect. The correct awareness date is june 06, 2024.